Event description:
It was reported via phone call that the insulin pump had blank display. The customer stated that battery was changed three times and it will work for a little bit but will have blank display later on. No significant events leading to the alarm were observed. During the troubleshooting, the customer stated that there was a crack in the battery compartment. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.